Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that the patient had developed a skin irritation under both arms. The irritation bled sometimes. The patient ended use of the device due to the skin irritation. The medical outcome of the reported skin irritation is unknown. There was no allegation that a device malfunction caused or contributed to the patient's reported skin irritation.